Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5179734.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise and fracture was suspected. The physician explanted the ra lead. The patient condition was unknown.

Manufacturer narrative:
Correction: section d4 - the "serial number" section should have been left blank, rather than including (B)(6).